Manufacturer narrative:
The device was returned to zoll japan for evaluation. The customer's report of no power up was duplicated and the monitor board was replaced to remedy the report. The customer's report of fails defib self test was duplicated and the ECG board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up and failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.